Manufacturer narrative:
Pump alarmed insulin flow blocked alarm during priming, when attempting to perform the displacement test. Unable to perform the displacement test due to insulin flow blocked alarm. Pump failed rewind test due to pump error 38. Unable to perform prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38. Pump did not alarm pump error 43 during testing. Successfully downloaded history files and traces using thus. No "no delivery" alarms were noted in pump's downloaded history. Verified the pump alarmed pump error 43 in pump downloaded history on (B)(6)2023 at 14:54:25.000 and pump error 38 on (B)(6)2023 at 15:20:39.000 due to corroded home switch. Verified the pump alarmed pump error 53 in pump downloaded history on (B)(6)2023 at 14:55:10.000 with line number = 5632 and file number = 2005 due to a software anomaly. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, cracked case behind the pump at the battery compartment, pillowing keypad overlay and keypad overlay texture damage. Pump error 43, pump error 38 and no delivery alarm/occlusion during priming confirmed due to corroded home switch. Pump error 53 was confirmed due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor (pump error 43). And received a software error detected (pump error 53). And also reported no motor movement or negligible movement. Retries to free a stuck motor failed. (Pump error 38). Troubleshooting was performed and found that the customer was able to clear the alarm but the rewind was not completed successfully.  No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.